Event description:
A monopolar connecting cable was connected to an electrosurgical generator. No current was generated when the system was activated. It was noted that the cable was burned and separated near the generator end. The cable was disconnected and replaced with another one to complete the case. No injury to staff or pt was reported.